Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: ethicon buttressing (ech60r) was being utilized when this issue occurred. Was the device locked on tissue with the jaws closed? The device was not on tissue. The device was on the back table being loaded by the scrub tech. If yes, how was the device removed? N/a. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Device was closed and attempted to be opened multiple times. Scrub tech utilized a needle driver to try and pry to jaws open but it did not successfully work. Did the jaws eventually open? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open mesenteric open resection procedure that the scrub tech was loading slr onto the device. He attempted to open the stapler and the jaws of the stapler would not come off the reinforcement applicator. The closing handle of the stapler was in the open position, but the jaws continued to stay closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Buttress material was being used.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned still closed on the slr applicator. There was no apparent damage and it had a gst60b reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened automatically after actuating the clamp release with the existing slr that had been previously applied. There was a slight delay between actuating the clamp release and the jaws fully opening. The use of slr may result in the jaws of the device not immediately opening after successful slr application. In these instances, the device can still be opened by applying pressure in the opening direction on the closing handle. This does not affect device performance. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 229c66, and no non-conformances were identified.